Event description:
It was reported that the patient had an accident and hit the back of his head and that no injury was reported. The patient's parents then noticed a hearing performance decrease with the device. Re-implantation is scheduled for (B)(6) 2014.

Manufacturer narrative:
Not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to med-el headquarters for evaluation. When available, a device failure analysis will be submitted as a follow up report.